Manufacturer narrative:
Approximate age of device - 2 years, 7 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced an ischemic stroke with non-verbal altered mental status with right facial drooping. The patient's inr at the time of the incident was 2.2. The patient underwent a thrombectomy without additional issues, and the patient's improved.

Manufacturer narrative:
A correlation between the device and the reported ischemic stroke could not be conclusively determined. Stroke and peripheral thromboembolic events are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.